Event description:
On (B)(6) 2012, we became aware of the pt's death. It is unclear when the pt passed away. The death was reported during a f/u phone call to troubleshoot a broken insulin cartridge adapter that the pt had reported on (B)(6) 2012. The adapter became cracked when the pt attempted to use her teeth to remove the adapter. She stated she was no longer getting any insulin through the infusion device. The pt had stated that her blood glucose levels were as high as 500 mg/dl at that time and her normal blood glucose level is 150 mg/dl. The infusion device did not display any error codes. The pt verified there were no air-bubbles in the insulin cartridge. The pt did not have any extra adapters and did not know where her back-up infusion device was. She had access to insulin injections and stated she would contact her doctor to discuss treating herself with insulin injection therapy. Adapters were sent to the pt to replace the cracked adapter.